Manufacturer narrative:
Poligrip/super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. This case was now considered medically serious by gsk. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received via medical records on (B)(6) 2009. On (B)(6) 2008, the (B)(6) pt experienced a high zinc level. On (B)(6) 2009, the pt experienced a low copper level. At the time of this report, the outcome of the events was unk. F/u info was received on (B)(4) 2010, via a tolling agreement. The pt experienced neurological injuries due to the ingestion of poligrip. Medical records received (B)(4) 2011: on (B)(6) 2008, the pt was seen after a complete and full workup secondary to severe neutropenia in conjunction with iron deficiency anemia. Blood count on (B)(6) 2008, showed a white cell count of 1900 with no measurable neutrophils, hemaglobin of 8.6, and no iron stores. She was also found to have low copper levels with high zinc levels. The pt had been treated with iron supplementation and blood transfusions. She was diagnosed with copper deficiency anemia and started on copper supplementation at this time. At f/u on (B)(6) 2008, the pt was dramatically improved with white cell count of 13,700, hemaglobin of 12.8, and normal copper levels. Copper supplementation was reduced at that time. She continued to do well with continued copper supplementation at f/u through (B)(6) 2010. On (B)(6) 2009, the pt was seen by a neurologist for recurring headaches, numbness and tingling in the fingers, balance difficulty and memory loss over the six months prior. She stated this had started after she began copper and b12 supplementation for anemia. At f/u on (B)(4) 2009, the pt was noted to have evidence of right carpal tunnel syndrome and developing axonal peripheral neuropathy with the left worse than the right. Eeg was within normal limits.